Manufacturer narrative:
Visual examination of the returned PICC showed that the extension tube was confirmed to have a fracture at the molded luer-to-hub interface. The evaluation of the returned sample did not reveal any molding/manufacturing related non-conformance. The extension tubing was sectioned just distal from the hub fracture. Visual examination of this cross section does not show any abnormalities and was found to meet ID and od specifications. A review of the lot history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performances specification. Manufacturing process controls for the PICC device includes tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Event description:
As reported (B)(6) 2014, a patient of unknown age and gender underwent a PICC exchange due to the luer of the PICC partially detaching from the extension leg tubing. Ordinal PICC was placed on (B)(6) 2014. The PICC was removed and replaced with a new of the same device on (B)(6) 2014. The patient suffered no harm or injury due to the event. It was reported the PICC available for return to the manufacturer for evaluation.